Manufacturer narrative:
Result: IV pole.

Event description:
It was reported by service report that the IV pole was broken. The customer could not determine if there was patient involvement or if there are adverse consequences to report.